Event description:
It was reported that the customer received failed battery tests and weak battery alarms, after inserting new batteries into the insulin pump. The customer's blood glucose level was 166 mg/dl. The insulin pump powered off before he could clear the alarms. Some cracks were found in the battery compartment. He was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Unit alarmed failed battery test due to corroded battery tube. Unit alarmed weak battery due to corroded battery tube. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, and cracked reservoir tube lip.(B)(4)